Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2011; 4592-45, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an unspecified alert was triggered for the lead that had been placed in the right ventricle. Replacing the lead was not an option as the patient was in hospice care. After cardiologist assessment, it was decided to simply turn the alert off. The lead remains in use. No patient complications have been reported as a result of this event.